Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5227b lead adaptor, (B)(6) 2000; 0041 x2 competitor implantable tachy lead, unk. (B)(4).

Event description:
It was reported that the lead was oversensing and inappropriately detected ventricular tachycardia. The lead was explanted and replaced. The patient was a participant in the (B)(4). No patient complications have been reported as a result of this event.